Manufacturer narrative:
The proximate cause of the customer¿s issue of lvp pump module failing rate calibration is believed to be a result of missing and or crushed datum/platen post. Visual inspection of the source pump module identified one missing and one crushed datum/platen post. The rate accuracy test on the ¿as received¿ pump module failed. Shims were installed on the frame membrane that were approximately the same height as the datum/platen post. The device was then tested for rate accuracy, which resulted in a passing result. The device was then calibrated with no errors and a vpmr within specification. It has been noted in prior investigations that crushed, missing and damaged datum/platen post can affected the fluid delivery system. With 2 of the 4 datum/platen post missing and crushed the distance between the mechanism fingers and the platen is reduced which results in a reduced flow. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported their pump module failed the rate calibration during pm. There was no patient involvement.